Manufacturer narrative:
Customer discarded the device.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being used in a procedure when two black o-rings were discovered to be broken. The procedure was completed successfully with no patient or user injuries, and no adverse consequences.